Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was inserted. However the lead was not capturing as expected and there was pacing in the diaphragram instead of the heart muscle. Therefore the lv lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.